Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the alarm was not found in the pump history. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event. Although requested, additional information was not provided.